Event description:
It was reported that the patient presented to the hospital for a device exchange procedure as the device was subject to the assurity and endurity pacemakers header anomaly advisory. Upon examination of the pacemaker, it was noted that there was premature battery depletion. The physician explanted and replaced the pacemaker on (B)(6) 2021. The patient was in stable condition.